Event description:
It was reported that the patient experienced a flip pumped and developed symptoms and was hospitalized following the pump revision. The patient's pump flipped approximately 3 months prior to the report date and the same pump was surgically revised and inserted into a mesh pouch when re-implanted. The pump was then refilled on (B)(6) 2012, which was the 1st refill since mesh bag was placed around the pump. At that refill the dosage was increased. On approximately (B)(6) 2012, the patient felt "like there was water inside of her" like she had to use the restroom, but when attempting to urinate, nothing came out. The patient further described it as having "a very odd feeling that described as a "water gush". This feeling was in the area where the pump was. The feeling also felt as if it were going down the patient's leg. The patient also had been sleeping an excessive amount and had a lot of back and leg pain. The patient went to the emergency room on (B)(6) 2012 and was in the hospital as of (B)(6) 2012. The medication in the pump was baclofen. No further information or event outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.